Manufacturer narrative:
Na.

Event description:
The customer experienced an issue with ca2 calcium gen.2 on cobas c501 serial number (B)(4). The qc results were out of range high so they repeated the qc and it was still out of range high. The customer replaced the reagent and the qc was out of range low. The customer recalibrated the assay and the qc was then within the acceptable range. The customer then tested patient samples, but received a call from one physician's office complaining of lower than normal results. The customer repeated about 20 samples on another analyzer and the results increased "about 2 points". Of the data provided for 25 patient samples, the results for 20 patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The erroneous results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. To resolve the issue, the customer said they ran qc and it was out of range low. They recalibrated the assay and it was "fine". As they had passing qc results, they began reporting patient results again. After looking at the calibration trace, the customer suspected the issue was possibly caused by a bad calibration. The field service representative could not find a cause. He observed the last calibration and qc had passed for calcium. He performed mechanism checks, verified proper rinse volumes and the gear pump pressure was within specifications. He performed instrument precision and accuracy checks which were all within specification. Further investigation found unstable standard values for the calibration results 09/08/2016. This could possibly indicate a contamination issue with the standard or a water quality issue.